Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
Patient underwent an initial hip surgery and subsequently the patient was revised 7 days post implantation due to dislocation.

Manufacturer narrative:
This follow up report is being submitted to relay additional information and corrected information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient's right hip was revised 7 days post implantation due to dislocation. During the procedure, the acetabular liner was removed and replaced with a constrained liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that patient's right hip was revised 7 days post implantation due to dislocation. During the procedure, the acetabular liner and femoral head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.